Manufacturer narrative:
Conclusion: the bladder erosion was caused by technique (tensioning), and the vaginal exposure occurred as a result of known mesh exposure issues which may result frm using any mesh anywhere in the body. These may be the result of tissue factors, placement, or the characteristics of the mesh.

Event description:
It was reported that the pt underwent a sling procedure in 2005. Forty-nine days later, bladder and vaginal mesh erosion was noted. Nine days later, an open cystorrhaphy was performed and a piece of the mesh was removed.